Manufacturer narrative:
Analysis of the device is not complete as of this date. A follow-up report will be submitted upon completion of analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen (2000 mcg/ml at 245 mcg/day) via an implantable pump for an unknown indication for use. It was reported pump replacement was planned to take place on (B)(6) 2020. While interrogating the pump to check the parameters the logs showed the motor of the pump stalled on (B)(6) 2020. The patient was already sleeping when the pump was interrogated, and before sleeping the patient didn't mention symptom return or hearing an alarm. The pump was replaced on (B)(6) 2020 and the daily dosage was decreased. It was unknown if the issue resolved, but the patient status was alive - no injury. The pump would be returned. There were no reported contributing factors. Further complications were not reported. Pump logs from an interrogation on (B)(6) 2020 at 08:18 indicated a motor stall occurred on (B)(6) 2019 at 18:38 with a recovery at 19:14. Another stall occurred on (B)(6) 2020 at 13:55, a tube set message occurred on (B)(6) 2020 at 13:55, and there was no recorded recovery.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.